Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 290 units of insulin. Additionally, it was reported that a cartridge change error message occurred. The customer¿s blood glucose level was 80 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery as they were able to successfully load a new cartridge and resume insulin delivery.